Event description:
During a breast biopsy, it was reported that the green cable jammed during initialization. The customer removed the green cable connector from the control module and noticed the dc motor adapter was broken. Another control module was used to complete the procedure with no pt consequence.

Manufacturer narrative:
Evaluation summary: the analysis confirmed the customer complaint and found that the green cable could not be attached to the control module due to debris from the holster lemo connector inside of the connector assembly. To correct this, the service center removed the debris from the lemo connector inside of the connector assembly. The service ctr performed service tests with no functional faults found. Complaint info is trended on a regular basis to determine if further investigation is warranted.